Event description:
It was reported that during a laparoscopic cholecystectomy procedure the endopouch was deployed to remove the gallbladder. The bag did not open correctly when the plunger was deployed. Another bag was used to complete the procedure. There was no pt consequences reported.